Event description:
A consumer reports she developed photophobia, ocular irritation and foreign body sensation with use of this lot of product. She states, she was initially diagnosed with proteolitis [sic]; however, secondary diagnosis was conjunctivitis. The consumer was treated with patanol s (olopatadine) and florate (fluorometholone) and indicates her physician observed bacterial growth on her contact lenses. The consumer states the product was tested and acromobacter spp. Was identified in the sample. She has also indicated she is seeking a third evaluation. Additional information has been requested.

Manufacturer narrative:
Product was returned to manufacturer on an unk date. Analysis is in progress. No similar complaints have been received on these lots. Additional lot # 30394; expiration date 10/31/2008 and device manufacture date 10/2006.